Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "constant static" which was reproduced. Evaluation experienced alarm sounds with a slight distortion due to a failing backflex. The backflex was replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump had a constant static coming from the speaker. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon medical assessment of all available information, it was determined that the related malfunction of distorted audio would not be considered a risk to patient safety and is unlikely to cause a substantial risk to the patient. This has been determined to not be a reportable event. Manufacturer report number 1314492-2015-09602 can be removed from the FDA database.